Manufacturer narrative:
H11. Additional narrative surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a model 11500a 25mm pericardial aortic valve was disabled via a valve-in-valve procedure after an implant duration of 1 year, 8 months due to calcification, degeneration, severe stenosis, and moderate central regurgitation. The patient presented with acute on chronic hfpef and doe. A 9755rsl 26mm transcatheter valve was implanted successfully.